Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head's cable had a tear. The issue was found, during reprocessing. There was no patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Updated fields: e1, d8, d9, h2, h3, h4, h6, h11 corrected fields - e3, g2 the device was returned to olympus for the evaluation and reported problem was confirmed. Based on the results of the investigation results, the most probable root cause of the reporter problem is faulty cable which is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head's cable had a tear. The issue was found during reprocessing. There was no patient involvement.